Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the cause of death listed on the death certificate was sudden death, with the secondary cause listed as coronary artery disease and the third cause listed as hyperlipidemia. The patient had reduced lvef at baseline. The physician updated the study device relation to the death event to unlikely, previously reported as related.

Event description:
It was further reported that the cause of death listed on the death certificate was sudden death, with the secondary cause listed as coronary artery disease and the third cause listed as hyperlipidemia. The patient had reduced lvef at baseline. The physician updated the study device relation to the death event to unlikely, previously reported as related.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the cause of death listed on the death certificate was sudden death, with the secondary cause listed as coronary artery disease and the third cause listed as hyperlipidemia. The patient had reduced lvef at baseline. The physician updated the study device relation to the death event to unlikely, previously reported as related.

Event description:
(B)(4). It was reported that following a stenting treatment procedure, the patient died. The index procedure treated the 80% stenosed, 2.25x12mm target lesion located in the proximal right coronary artery (rca). Treatment consisted of pre-dilatation, the placement of a 2.50 x 16mm study stent and post dilatation resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In 01/2010, the patient died. An autopsy was not performed and the cause of death is not yet known. Per the physician, the event was listed as related to the study stent.